Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed and the cause appeared to be manufacturing related. Four photographs and one 22g insyte autoguard were provided for investigation. Deformation at the interface between the grip and barrel prevented the needle hub from fully retracting. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
E1. City/address information exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: it was reported that the safety function not working.